Manufacturer narrative:
The field service engineer (fse) changed the solenoid valve and gear pump head and some rinse tubes. The fse noted that the issue was still not resolved as the reaction cell still showed a droplet in the inner and bottom walls.

Event description:
The initial reporter received a questionable creatinine plus ver.2 result for one patient sample on a cobas 8000 c701 module. The initial result was reported outside of the laboratory. The initial result was 240 umol/l. The first repeat result was 78.7 umol/l. The second repeat result was 71.6 umol/l. The reagent lot number is 651406. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer adjusted the gear pump head pressure. He also changed one of the sample probes. He performed instrument checks and verified that the module was working within specifications. The investigation determined that the issue was due to insufficient maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.  The investigation did not identify a product problem.